Event description:
On (B)(6) 2009, pt reported having air bubbles in her insulin cartridge. Pt's father states this happened about 2-3 days ago. Father reports air bubbles were very small and he was able to prime them out of the infusion set. Father states this happened the following day also after replacing the insulin cartridge. Advised to change the infusion adapter every 10th insulin cartridge change. Father states current cartridge has not had air bubbles concerns. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Pt discarded the insulin cartridge that contained air bubbles; no return was requested.

Manufacturer narrative:
No product will be returned for eval.